Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The physician gained right femoral access and inserted a 7fr sheath. The 6mm spiderfx was delivered through an .035 catheter to the distal left sfa. An atherectomy device was used to atherectomize the left mid to proximal sfa. The physician attempted to remove the plaque excision device and observed some wire prolapse. He first pulled back then pushed forward to remove the wire prolapse. The device was removed with some difficulty. The physician identified some kinks in the spider wire proximally that prohibited the retrieval catheter from passing across the wire. The physician attempted to retract the spider filter into the 7fr sheath and remove and the distal wire, but the filter broke off and remained in the right illiac. The physician attempted to snare the spider filter with no success and elected to end the case. The patient is stable with good pulses on both legs. The physician plans to stent over the filter on a later date.